Manufacturer narrative:
The lot number was provided. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that the lvis jr. Stent was centered and deployed within (another manufacturer's) pre-existing stent in the right pca. During the attempt to withdraw the delivery pusher, the pusher got caught on the edge of the pre-existing stent. After basic troubleshooting was unsuccessful, the delivery system was torqued and the tip of the delivery pusher detached. The stent was removed from the patient; however, the separated tip remained in the patient. A CT and mrt confirmed there was no evidence of infarction. The patient's condition was under observation. There was no reported patient injury.